Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Caller has an 8015 unit giving a 800.8000 error in the logs only. Sn: (B)(4). Failure device type: failure problem type: failure mode: case resolution: emailed alaris infusion medical safety notification model 8015 system error 255-16-275 - 800.8000 to biomed and went over how this can be induced. Recommended to do a pm and put back in service if passes.